Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter. The catheter was visually and tactilely inspected; there was blood in the inflation lumen. Examination under magnification revealed a balloon pinhole over the distal edge of the markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-02151. It was reported that balloon rupture occurred. The target lesion was located in the significantly calcified unspecified vessel. There were 3 balloon catheters used dilate the lesion. First, the 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to the target lesion but was unable to cross. Then the 1.50mm x 15mm apex¿ push balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 2 atmospheres on the first inflation. The second balloon catheter was exchanged with a 12mm x 2.00mm nc quantum apex¿ balloon catheter. The device was advanced to the lesion and the balloon was inflated but it also ruptured at 2 atmospheres on the first inflation. No segment of the balloons detached inside the patient after they ruptured. The procedure was completed using a 2.0mm x 12mm nc quantum apex¿ balloon catheter. No patient complications were reported and there was no harm done to the patient.

Event description:
Same case as MDR ID: 2134265-2014-02151. It was reported that balloon rupture occurred. The target lesion was located in the significantly calcified unspecified vessel. There were 3 balloon catheters used dilate the lesion. First, the 12mm x 2.50mm nc quantum apex balloon catheter was advanced to the target lesion but was unable to cross. Then the 1.50mm x 15mm apex push balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 2 atmospheres on the first inflation. The second balloon catheter was exchanged with a 12mm x 2.00mm nc quantum apex balloon catheter. The device was advanced to the lesion and the balloon was inflated but it also ruptured at 2 atmospheres on the first inflation. No segment of the balloons detached inside the patient after they ruptured. The procedure was completed using a 2.0mm x 12mm nc quantum apex balloon catheter. No patient complications were reported and there was no harm done to the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).